Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman d/l catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 11.6 cm from the distal end of the y-body. However, striations were noted to both the proximal and distal surfaces of the complete circumferential break. The investigation is confirmed for the reported fluid leak and the identified fracture issues, as a leak was noted on the distal catheter segment. Small pinholes were noted throughout the leakage area of the distal catheter segment. The investigation is inconclusive for the reported suction issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2025), h6 (device). H11: h6 (result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately fourteen days post catheter placement, the device was allegedly unable to be aspirated and leakage was observed during flushing. It was further reported that the device was removed percutaneously. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman d/l catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 11.6 cm from the distal end of the y-body. However striations were noted to both the proximal and distal surfaces of the complete circumferential break. The investigation is inconclusive for the reported fluid leak and suction issues, as both the proximal and distal edges of the complete circumferential break were noted to be smooth and sharp and the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2025).

Event description:
It was reported that approximately fourteen days post catheter placement in the right internal jugular vein ,the catheter was allegedly unable to be aspirated and leakage was observed during flushing. It was further reported that the device was removed percutaneously. There was no reported patient injury.